Event description:
It was reported that in central processing, a frayed cable was identified on the fenestrated bipolar forceps instrument. The instrument was not used in a surgical procedure. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following damages: the instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.